Manufacturer narrative:
The received device had the cannula assembly deployed and returned an 0x33 alarm. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. The top housing was punctured through the piezo and the bottom housing was punctured through the bottom housing vent. The ratchet gear was found damaged and the bottom retaining pin was unseated due to damage to the chassis, underneath the puncture in the top housing. The top battery was corroded, and corrosion was present on the battery assembly, chassis, and bottom housing. The device was reset and connected to a master pdm. A power supply was used to perform a test bolus, but a drive stall prevented the device from completing the priming sequences.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 27 mmol/l (486 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.